Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2019.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also reported that the patient was frequently charging the ipg. The patients ipg replaced with an MRI compatible device and the patient was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.